Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/9/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/4/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation of a their saline breast implant. During evaluation of the sample, it was observed to be intact. Leak testing was performed and it revealed a tear measuring approximately 0.2 cm on the anterior view. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal or daily routines including customary. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was confirmed through a physical examination performed by a physician. As result, bilateral prosthesis replacement was performed on (B)(6) 2019. The left prosthesis was replaced with a mentor smooth round moderate plus profile 350cc saline prosthesis and the right prosthesis was replaced with a mentor smooth round moderate plus profile 300cc saline prosthesis.